Event description:
It was reported that the pin in the tip of the instrument was pulled out. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B) (4): device was returned to the manufacturer for evaluation. The visual examination shows that the lower jaw is broken off from the centerline of the pivot pin forward. The broken off portion of the shaft are missing and were not returned for analysis. Microscopic examination of the fracture surface discovered a fairly brittle fracture. The location, direction, and amount of force required in order to induce fracture and/or breakage of the shaft is consistent with application of excessive force, resulting in the foregoing event. The above observations are consistent with misuse, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.